Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, ischemia, and myocardial infarction are listed in the xience v/ xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It was reported that the procedure was completed via direct-stenting (no pre-dilatation). It should be noted that the IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure and a xience v stent was implanted in the distal circumflex artery. On (B)(6) 2011, the patient was admitted to the hospital with a cough, chest pressure and difficulty breathing. A functional ischemia study was positive. An electrocardiogram was performed and revealed non-st elevated myocardial infarction (mi). The patient was treated with medications and was discharged to home on (B)(6) 2011. No additional information was provided.